Event description:
A reporter for the lay user/patient contacted lifescan alleging the meter powered off while trying to review the settings. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k073231.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, one staple did not form properly on the distal part of the staple line. Unknown what color cartridge they were using. The surgeon over sewed the area. Another device was used to complete the case with no patient consequence. The device was discarded.